Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination of the balloon found no tears or holes in the balloon material however, blood was visible in the balloon which is consistent with a leak having occurred in the device. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 1mm proximal to the distal markerband. A microscopic examination of the balloon material and markerband identified no issues which could potentially have contributed to the pinhole leak. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the proximal right coronary artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation. The device was removed without any problem by using the normal method. The procedure was completed with a different device. The patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the proximal right coronary artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation. The device was removed without any problem by using the normal method. The procedure was completed with a different device. The patient was in good condition post procedure.